Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Information received complaint form states that end-user reports that the pouch has been making her skin itchy and red, the material tends to ball up and rub on her skin. She is only keeping the pouch on until it needs changing. End-user states that she has been using sudocrem on the sore skin to soothe it.